Manufacturer narrative:
The service engineer went onsite to evaluate the system. Additional information received from the customer indicated the epiq system was stationary at the time the control panel swivel was not locking. This is not likely to cause or contribute to a serious injury, therefore this is not a reportable event.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
It was reported the control panel rotates and cannot be locked on the epiq 7c ultrasound system. There was no reported patient or user harm associated with this event.

Manufacturer narrative:
A philips service engineer repaired the solenoid valve spring to resolve the issue on the system.